Event description:
A us dist returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor was resetting. The cause of the resets on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent connection which was discovered through the use of a target flash memory test. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor.